Event description:
Hospital received case of bone cement with 2 single doses damaged. Cement was disposed of properly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device was discarded. If additional information becomes available, it will be submitted in a supplemental report.